Manufacturer narrative:
This follow-up MDR is created to document the corrected age at time of the event and additional event information clarification. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information reported to coloplast though not verified indicated exposure was noted and reapproximation and partial excision of mesh on (B)(6) 2019; approximately 1 inch. Incision opened again on (B)(6) 2019 visit with mesh exposure. (B)(6) 2019 stress and urge incontinence recurred. Patient feels pressure in sling area and discomfort on the right bladder neck area. Surgery on (B)(6) 2019 to remove more portions on the sling. Noted that edge of the mesh was underneath the vaginal mucosa, redundant scar tissue underneath the mid urethra and descent of the cervix almost to the vaginal opening.

Manufacturer narrative:
This follow-up MDR is created to document the additional event and patient information. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received indicated dyspareunia and urge incontinence. In addition, it was reported there was another surgical intervention on (B)(6) 2019 to remove additional mesh.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the patient's legal representative stated patient suffered serious and permanent bodily injuries, including pelvic, groin and vaginal pain and suffering, complex recurring extrusion and erosions of the mesh in her body, chronic inflammation with swollen inflamed tissue in her groin and vagina, mesh adhesive to her vagina and surrounding tissue, tissue damage and death of her vaginal wall tissue and groin tissue and nerves, failure of the mesh to treat her underlying condition and worsening of stress urinary incontinence, new onset urinary and pelvic complications, pain during sex, scar-plating rendering the mesh palpable in her vagina, intervention for her pain including trigger point injections at the site of the mesh and the need for multiple painful surgical interventions to remove segments of exposed mesh on (B)(6) 2019.